Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the dual lumen catheter. The customer reports "the PICC leaked on the back of the butterfly stabilizing wing after insertion."

Manufacturer narrative:
The customer reports that a device is not due to be returned for evaluation. An investigation is currently underway, upon completion the results will be forwarded.